Event description:
It was reported that the pump exhibited an alarm for no disposable, clamp tubing. Upon restart, the pump alarms for no disposable and the pump will not run. The settings were reviewed, the pump was turned off and the tubing was clamped. The cassette was removed and the tubing was assessed for air and kinks. Air bubbles were present in the line. The cassette was tapped on a hard surface and reattached. The pump turned on and restarted. The pump display read run at the end of the call. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.